Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture. Proper technique, sample handling and maintenance were reviewed with the customer. Quality control and systems check have since been run and passed. The customer was asked to provide message logs for the date of the discrepancy however they are no longer available. Without this information no further investigation is possible. The cause of this event is unknown.

Event description:
The customer reported that they received falsely elevated troponin results on two patients compared to testing with different samples on a non-siemens lab instrument. There was no report of injury due to this event.